Manufacturer narrative:
Uf/importer rpt num: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the tracheostomy tube came apart at the hub and flange was completely detached from the tube. The patient needed a new trach placed at the bedside.